Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-20204. It was reported, the pt has irritation over the ipg site due to the ipg rubbing against the pt's clothing. The sjm representative reported a superficial breakdown of the incision site with no signs of infection. The pt is scheduled for surgery to have the ipg repositioned to the opposite site and lowered. Follow-up revealed the ipg was successfully relocated with no signs of infection at the pocket. It was further reported, the breakdown was over the extension site. The original extension was replaced with a new one during the relocation of the ipg procedure. The pt is currently healing and has stimulation in all required areas; the issue is resolved.